Manufacturer narrative:
Device evaluation: analysis of the returned device identified yellow encapsulation, wear/abrasion, cloudiness in the gel and deformation of the device. Device was noted to be overweight, however a review of the weight reports generated during the manufacturing process was performed and all units were within specification. Therefore, the overweight observation during analysis is not considered a workmanship issue. Voids in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side "concern with the product." Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "concern with the product." Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.